Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the hypotension and vascular dissection were unable to be determined due to insufficient clinical details.

Event description:
It was reported that while a patient was on impella cp support the patient became hypotensive and levo was started. The patient taken to the operating room with vascular surgery. Explant of impella cp successfully completed via surgical cutdown to right groin. Right femoral artery repaired and distal blood flow confirmed. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.